Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The fse who performed the pm service replaced the drive manifold and tubing parts and then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during routine preventative maintenance (pm) by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit would not pass the vacuum leak test and several ¿vacuum leak¿ error messages were discovered in the unit¿s diagnostic error logs. The fse also found that a screw insert on the chassis was off/out of place after removing the case. There was no patient involvement, and no adverse event was reported.